Event description:
There was strike-through from saline on the synergy back table cover. The strike-through was found after the surgery. The surgical scrub tech was clearing off her back table and noticed the back table was wet underneath the back table cover. During the case, the circulator poured saline in the sterile pitcher on the back table. There may have been a small amount of spillage on the back table cover. This is the second event in one week that we have had with the synergy major basin pack.====================== manufacturer response for synergy major basin pack, synergy back table cover (per site reporter) ====================== the quality dept @ synergy is investigating